Manufacturer narrative:
Aware date of 2017-01-01 is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had to have a revision done in (B)(6) 2016, because their implantable neurostimulator (ins) battery had shifted. No patient symptoms were reported. The patient was implanted for spinal pain. No further complications were reported. Aware date is estimated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.